Manufacturer narrative:
The following information has been updated/corrected: h.6 investigation summary: the photos and description provided by the customer for the batch were evaluated and it is possible observe plunger activated. Batch history analysis (DHR), maintenance records were performed, and quality notifications were checked and no deviations were found for this batch. In the evaluation of the samples and description of the incident made available by the customer for the lot, the activated rod was observed. For the reported incident a possible cause is screwing in the syringe assembly process that could lead to a weakening of the safety stem. Another possible cause is a weakening of the stem in the molding process generating breaking force below that intended. Validated tests are performed for stem activation force during the release of the produced batches, and no non-conformities are observed for the claimed batch. An improvement work with implementation of actions to contain the reported incident is in progress: design a new rail for driving the syringe via the stem flange. (Reduce screwing and eliminate the possibility of passing syringe with activated stem). The incident reported from this complaint will be monitored for trend assessment. H.6. Method codes: 3331, 4114. H.6. Result codes: 114, 170. Conclusion codes: 25. H3 other text : see h10.

Event description:
It was reported that two syringes solomed 5ml ll 22x1 w/sh sla experienced broken/damaged plunger rods and leakage. The following information was provided by the initial reporter: pharmacy contacted because their client went there to complain about a quality deviation of the syringes purchased there. Their client only reported that the plunger broke in attempt to apply the medication causing the medication to be lost.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that two syringes solomed 5ml ll 22x1 w/sh sla experienced broken/damaged plunger rods and leakage. The following information was provided by the initial reporter: pharmacy contacted because their client went there to complain about a quality deviation of the syringes purchased there. Their client only reported that the plunger broke in attempt to apply the medication causing the medication to be lost.